Manufacturer narrative:
Product analysis: the product was discarded by the facility and will not be returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a native annulus with severe annular calcification, a pre-balloon aortic valvuloplasty (bav) was not performed. At 2/3 deployment the valve was underexpanded and was recaptured. A valve fold was noted at second deployment. A post-dilation balloon aortic valvuloplasty (bav) was performed. Angiography revealed severe central and paravalvular regurgitation. Twenty-nine days after the valve implant, the valve was surgically replaced. No other adverse patient effects were reported.